Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download, problem isolated to electronic assembles. Unable to verify pump error due to critical pump error. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had serious pump error on insulin pump. The customer's blood glucose was unknown. The product was returned for analysis.